Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message upon power up. Several attempts to clear the user advisory were made, by adjusting the lifeband with a mannequin. However the issue would not resolve. There was no report of any patient involvement. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows that the front enclosure was damaged. The physical damage found during visual inspection is not related to the reported complaint. The damage appears to have been caused by normal wear and tear (autopulse manufactured in 7/2010). Review of the autopulse archive was performed and the reported complaint was confirmed. The archive data shows that user advisory 7 occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the reported issue was confirmed. Upon power up, the platform displayed a user advisory 7. The fault was found to be due to the defective load cells. Based on the investigation, the parts identified for replacement were both load cell modules and the front enclosure. In summary, the reported complaint was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective load cell modules. The physical damage found during visual inspection is unrelated to the reported complaint. Upon replacement of all parts, the platform was re-evaluated through functional testing and the platform passed all testing criteria.